Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient was found on the floor and unable to walk at the nursing home following a dental visit. The primary care medical doctor (md) saw the patient after this event. The dbs system was checked and it was on and showed 3.0 v on one side and 3.5 v on the other side. The md thought the patient's ins was left on during a dental x-ray. The agent reviewed that they didn't anticipate any interaction between the ins and the x-ray. There was no evidence of a power on reset (por) or the ins being off. The patient's symptoms were sudden and were not resolving. The patient was doing fine prior to the dental visit. The symptoms when the ins is off were unknown. Agent reviewed the patient should be seen by the managing neurologist to assess the ins. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.